Manufacturer narrative:
The sheath was returned after being used in the procedure. Although not reported by the complaint site, a tear was found in the liner. The sheath was visually inspected and the following was observed: the sheath was fully expanded, a liner tear was present from the distal tip for a total length of 8¿, scratches were present along the sheath shaft, along with minor distal tip damage, the sheath housing was disassembled and the individual hemostasis valves were inspected. No abnormalities were observed on the disc or duckbill valves. A slight abnormality was observed on the opening of the cross slit valve. Due to the abnormality being slight, it is not confirmed whether this contributed to the complaint. No other abnormalities were observed. Due to the condition of the sheath (used in procedure with liner torn), functional testing was unable to be performed. Liner thickness measurements were taken to ensure that the thickness of the material was within specification. A thin liner could contribute to the observed liner tear. Single wall thickness measurements were taken along the sheath liner tear. The liner thickness was found to be within specification at all measured locations. A review of the complaint history reveals that the occurrence rates did not exceed the june control limits for the trend category of ¿leakage¿ for the esheath. A review of the complaint history reveals that the occurrence rates did not exceed the june control limits for the trend category of ¿damaged¿ for the esheath. No instructions for use (IFU) or training inadequacies were identified. The inspections and tests performed during manufacturing support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. The complaint for ¿sheath housing, hemostasis valve ¿ leakage¿ was unable to be confirmed. A review of the DHR and lot history provided no indication that a manufacturing non-conformance would have contributed to the reported event. A review of manufacturing mitigation further supports that the esheath has proper inspections in place to detect issues related to hemostasis valve leakage. Additionally, a review of the IFU and training manual revealed no deficiencies. Visual inspection of the returned device noted a small abnormality on the opening of the cross slit valve. The cross slit valve provides hemostasis when a guidewire is inserted in the device. Therefore, it is possible that the abnormality contributed to the complaint; however, it is not possible to determine if the abnormality is the result of a manufacturing issue or if it was caused by handling of the device. Based on available information, a definite root cause for the reported event is unable to be determined at this time. The complaint for of sheath shaft ¿ liner tear was confirmed. An in-depth evaluation regarding complaints for ¿sheath shaft ¿ liner torn¿ has been documented in a technical summary written by edwards lifesciences. Since the occurrence rate does not exceed the june 2017 control limits for the trend category (¿damaged¿), no corrective or preventative action is required. No visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on sheath shaft liner tears with normal liner expansion. In this technical summary, a review of liner tear complaint investigations on returned devices over a two year period found that patient/procedural factors (e.g. Access vessel tortuosity/calcification) are likely the contributing factors for sheath shaft liner tears. The presence of scratches on the sheath shaft supports that calcification was present in the access vessel. Available information supports that patient/procedural factors likely led to the reported event and there is no evidence of device malfunction or manufacturing non-conformance. The complaint for ¿sheath housing, hemostasis valve - leakage¿ was unable to be confirmed, while the complaint for ¿sheath shaft ¿ liner torn¿ was confirmed. No manufacturing non-conformities were found in the returned sample. Available information suggests that patient and/or procedural factors may have contributed to the event. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time.

Manufacturer narrative:
Additional information: the device was received for evaluation. The investigation is underway.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(4), during a transfemoral tavr procedure of a 29mm sapien 3 valve in the aortic position via transfemoral approach, blood leakage from esheath was observed. During the preparation of the sheath, there was no anomalies noted. After the sheath insertion, it was noticed that blood was leaking. Guidewire was adjusted, but the leakage did not stop. Change out of the sheath was considered; it was decided to use the sheath throughout the procedure. The amount of blood loss and whether a blood transfusion was required was not reported.